Event description:
It was reported that the blood glucose monitor and the infusion device lost communication resulting in elevated blood glucose levels. The patient did not notice the lost communication between the devices and the blood glucose level increased to 56.0 mmol/l. It is unknown which device provided this blood glucose result. As a result, insulin was not being delivered from the infusion device and the patient was admitted into the hospital for hyperglycemia. The type of treatment provided at the hospital was not provided. It is unknown how long the patient was in the hospital. No further information was provided.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.